Event description:
It was reported that during a morcellation procedure, the morcellator unit stopped working once inside the patient. The suction would work but not the piranha system. The morcellator unit was tested several times by the specialists and was found to be fully functional. Later, it was determined that it was a technical error on the technician side. There was no reported delay, and the scheduled procedure was completed. There was no report of any patient harm.

Manufacturer narrative:
Although no injuries or unacceptable risks to the patient were reported, richard wolf gmbh (rwgmbh) consider this case a "reportable malfunction" due to a similar incident being reported as a "serious injury" in the past two years.